Event description:
It was reported that an asymptomatic patient was presented in clinic for routine follow-up, and the right ventricular lead exhibited low impedance. The device was reprogrammed. On (B)(6) 2014, it was reported that the patient experienced muscle stimulation and was scheduled for a follow-up on (B)(6) 2014 for further evaluation. Noise and fracture were observed on the lead, and the lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that a partial lead was returned. Visual analysis noted insulation abrasion at 19.4 cm to 20.6 cm from the distal tip. This could have contributed to the reported complaints from the field.